Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured 180 units of this code-batch. There are 72 units blocked in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. We have received 4 closed samples and 2 open and unused samples with the needle detached from the thread (threads are still wound on the pack). We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with premilene suture. The client reported that the needle is detached from the thread. This issue occurred multiple times. The event occurred prior to use on the patient.